Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that the 2-3 days ago they charged and started at 50% then showed fully-charged and now they have no implant charge, and therapy was off. Pt asked why the battery of the implant depleted faster than before, pt added they use the therapy all the time but never ran out in 3 days. Agent reviewed implant battery depletion and redirected pt to their manufacturer representative (rep) . See case rtg0960275 on external device. No symptoms were reported.